Event description:
Caller reported an issue with the insulin pump where the displayed fill estimate differed from expected values, specifically showing 75 units while the expectation was 155 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller, instructing them to deliver a bolus and later walk through filling and loading a new cartridge. After these steps, the pump displayed a fill estimate closer to expectations, resolving the discrepancy.